Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported a 57 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a sudden pump stop on p8. A new console was added and a restart was attempted unsuccessfully. The pump was pulled into aorta. The patient was quickly transitioned to end of life care and died within an hour of pump stop. There was no patient harm reported.

Manufacturer narrative:
The investigation into the pump stop has been completed. Data logs showed the pump stopped immediately upon the sudden occurrence of "impella stopped (rpm deviations" alarm (alarm 115). When the impella stopped, the motor current spiked above 30,000 and the placement signal spiked to 3000. All metrics were within specification prior to the pump stop. However, since the product was not returned, the cause of the pump stop was not determined. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.